Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence and atrophy. A new device with a smaller cuff size has been placed and no other patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.